Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and the touchscreen became cracked. Reportedly, the pump is still functional. Customer had elevated blood glucose (bg) levels (336 mg/dl). Contact stated elevated bg's may be due to the customer's age. Customer delivered a bolus to stabilize bg levels. Contact indicated the customer will continue to use the pump for insulin therapy.